Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: e1 (first name, last name, email address and telephone number should remain blank, and establishment name changed to olympus), e2 and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Although a definitive root cause was not identified, the investigation suggests that the probable cause of the foreign objects found at the distal end malfunction is likely due to inadequate device reprocessing. Additionally, the stain inside the light guide lens appears to result from physical stress such as impact or dropping of the distal end, as well as chemical exposure to solutions. Consequently, humidity invaded the light guide lens, leading to corrosion. The event can be prevented by following the instructions for use which state: the suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU). Instructions for use (IFU) states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection instructions for use (IFU) states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope instructions for use (IFU) states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited distal end had foreign objects and the inside of the light guide lens had a stain. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.